Event description:
It was reported that t:slim x2 pump battery did not charge and showed power source alert before call, but issue resolved before speaking with support. There was no adverse impact to the customer's blood glucose level. Customer did not change charging supplies and continued using tandem wall adapter and charging cable, pump began charging again, and no additional assistance or replacement was required.